Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
The returned torque limiting handle was evaluated. Functional testing found the device to output torque within specification. No failures were detected.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that the torque limiting handle did not function correctly and caused the tip of the driver to break off during tightening within surgery. The procedure was completed using the same torque limiting handle and an alternative driver. There was a surgical delay of 50 minutes associated with this event, but there were no patient injuries reported as a result. This is report two of two for this event.